Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed biphasic pcb assembly and determined that the cause of the reported failure was due to a bent connector pin (pin 12) on jack connector, designator j106. The bent pin wouldn't allow connection of the corresponding connector, p106.

Event description:
The customer reported that their device had it's service indicator illuminated. After an initial evaluation by physio-control, it was observed that the device had logged multiple event codes and would not deliver defibrillation energy. There was no patient use associated with the reported failure.